Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: e2, e3, g4, g7, h2, and h10. The initial reporter job title is medical equipment coordinator. The event took place during set up and the device was swapped for another device and set up was completed. There was no impact to the intended procedure which was performed and completed.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection with multiple scopes, the device failed inspection as the device yielded no image. This was attributed to the defect in the dr board.

Event description:
As reported for this event, during set up for an unknown diagnostic procedure, the device yielded no video image with multiple scopes and pigtails. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The reported issue of the device was no video image with multiple scopes and pigtails. Upon inspection and testing with multiple 180 series scopes, the device failed inspection as the device yielded no image. This was attributed to the defect in the dr board. It is presumed that the + power supply of the operational amplifier on the dr board was burnt out from the phenomenon. The + power supply of the above op-amp was burnt out probably because power exceeding the absolute maximum rating of the + power supply was generated. The following was confirmed from product information card: the + power supply of the op-amp (u59) on the dr-board of cv-190 was burnt, and the output of the op-amp was abnormal. This prevented the v driver from outputting a desired signal to the ccd, resulting in image loss. On the op amp manufacturer's application note, the "+ power rise" must be followed by the "-power fall". However, it was actually designed to start up the + power supply and fall the-power supply about 800ms later. At this time, an overcurrent was generated in the + power supply, and the + power supply consumed power of about 2w was generated, so an excessive load was applied to the op-amp, which resulted in a failure. (The absolute maximum rating of power consumption is 300mw on the op-amp data sheet).

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.